Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
The insulin pump was received stuck in motor error loop during basal delivery due to motor encoder out of phase. Unable to confirmed e70 error alarm due to erased history file. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratches on lcd window, cracked case at reservoir tube window corners, battery tube threads, broken reservoir tube lip and belt clip slot.

Event description:
It was reported that customer's insulin pump alarmed motor error. The device prompts her to rewind, fill reservoir, and fill cannula until it alarms motor error. Customer was in the middle of an infusion set change. She replaced the battery, but the issue persists. Customer's blood glucose was 6.3 mmol/l. Customer does not use the sensor feature. The device can be rewound. The device is stuck in the prime rewind loop. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.